Manufacturer narrative:
The reported lot# 22033032 was not found for the reported catalog# ns515056. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) separated from the syringe and leaked chemotherapy medicine. The following information was provided by the initial reporter: "upon trying to infuse air into a previosuly used bottle of 5fu, the was a blocakge in the p20-o. Methods were used to clear blocakge, during that time, the vial slipped a bit and the injector popped of the syringe and stayed attached to the protector. We did experience a chemo spill on each of these occasions. It was cleaned up appropriately and we continued with compounding. The adverse events were just risk of exposure and delay in dispensing chemo."

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) separated from the syringe and leaked chemotherapy medicine. The following information was provided by the initial reporter: "upon trying to infuse air into a previosuly used bottle of 5fu, the was a blocakge in the p20-o. Methods were used to clear blocakge, during that time, the vial slipped a bit and the injector popped of the syringe and stayed attached to the protector... We did experience a chemo spill on each of these occasions. It was cleaned up appropriately and we continued with compounding. The adverse events were just risk of exposure and delay in dispensing chemo."

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were provided for investigation. A device history review was performed for lots 2203302 and 2206301 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of each lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the suspected lots and no issues related to the reported incident were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.